Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd integra¿ syringe leaked. This was discovered during use. The following information was provided by the initial reporter: leaking.

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd integra¿ syringe leaked. This was discovered during use. The following information was provided by the initial reporter: leaking.